Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The most likely cause for the reported failure can be attributed to user error of the device due to improper bone preparation, prying/leveraging the device and/or excessive force being used during insertion of the implant.

Event description:
On (B)(6) 2022, it was reported by a sales representative via email that a nitinol loop broke when passing it through the eyelet of an ar-2324pslc peek-swivelock. This was discovered prior to use during an rcr procedure. Nothing broke inside the patient and case was completed successfully with the same swivelock as planned.